Event description:
The customer reported that ac power module made a humming noise and the green led was not illuminated. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.